Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one in.pact av access device was used to treat the venous outflow of the left arm. Approximately 16 months later the patient suffered stenosis of the cephalic vein in the avf. The event was treated with medication and balloon angioplasty of the venous outflow. The patient recovered. The investigator assessed the event as not related to the device, procedure or therapy. The sponsor assessed the event as not related to the device, paclitaxel or the procedure.